Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that shaft of the viper2 straight rod-480mm was bent and broken off from the proximal end. The broken fragment was received. No other issues were identified. In addition, it can be observed that the etched batch showed signs of what could be corrosion. This condition may be related to the maintenance process; however, it is not possible to determine a complete potential cause with the evidence provided. A dimensional inspection for the viper2 straight rod-480mm was not performed due to post manufacturing damage. The observed bent and broken conditions of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the viper2 straight rod-480mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper2 straight rod-480mm, was conducted identifying that lot number csnbmj released in one batch. Batch1: lot qty of (B)(4) units were released on feb 27, 2024, with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was a spinal fusion (thoracolumbar vertebrae) for an ovf on (B)(6), 2025. After cutting the rod during the viper prime fenestrated screw fixation operation, while the surgeon was bending the rod with a flat bender while it was attached to a dedicated prime rod holder, the rod broke at the connection point with the rod holder and could no longer be held in the dedicated rod holder, so a new rod was taken out and bent again, and the surgery was completed successfully with no delay.